Event description:
It was reported that log files were sent for review on a patient admitted to the intensive care unit with limited neurological status and concern for pump thrombosis. The event log captured low speed advisory events with some pump powers in the 10-watt range. The low-speed events were due to the fixed speed being set lower than the low-speed limit, and various fixed speed changes were also reported. Additional information was provided that the patient had a pump exchange on (B)(6) 2023, and the pump would be returned for analysis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed through the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). Additionally, a direct correlation between heartmate 3 lvas, serial number (B)(6), and the patient's reported limited neurological status could not be conclusively established through this investigation. (B)(6) was returned with the pump cable severed approximately 11¿ from the pump header. The distal portion of the pump cable and modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device captured a decrease in pump flow on 23mar2023 which was consistent with the patient¿s reported exchange surgery. The retrieved data appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pump thrombosis and neurological dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿implant procedures¿), warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Furthermore section 5, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Section 6, ¿patient care and management¿, lists thromboembolism and neurological dysfunction as potential late postimplant complications. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Additional information to the manufacturer's investigation conclusion: additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events (limited neurological status, hemolysis, hepatic dysfunction, renal dysfunction, and aortic insufficiency) could not be conclusively established through this investigation. Section 1 of the instructions for use (IFU), ¿introduction¿, lists potential adverse events, including pump thrombosis, hemolysis, and neurological dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Voluntary medwatch number 3400300000-2022-0000014 was received on 29mar2024. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
A voluntary medwatch was received that stated after the implant surgery on (B)(6) 2023, heparin was started and was noted to be therapeutic on (B)(6) 2023. On (B)(6) 2023, coumadin (warfarin) was started with therapeutic range of 2-2.5. On (B)(6) 2023, heparin was held and on (B)(6) 2023, their international normalized ratio (inr) was noted to be 2. On (B)(6) 2023, thoracentesis was needed with subsequent need for the inr to be less than or equal to 1.8. On (B)(6) 2023, hemolysis was noted with continued downtrend of hemoglobin and hematocrit (h/h) along with frequently hemolyzed labs after (B)(6) 2023. On (B)(6) 2023, the patient had increased shortness of breath and fatigue with therapeutic inr. Renal consult indicated a concern with decrease perfusion to the kidneys and hepatic dysfunction was also noted. Echocardiogram showed no changes in left ventricular size and the aortic valve was opening with every beat even with increase speed. The patient was intubated, and heparin was restarted. On (B)(6) 2023, the inr was 1.5. On (B)(6) 2023, heparin was therapeutic at 50.2 and cardiac catheterization was performed with no indication of contrast flow in the inflow cannula or exiting the outflow graft. The outflow graft was examined and it was found to be patent. On (B)(6) 2023, the left ventricular assist device (lvad) was exchanged. Thrombus was not seen on examination of the exchanged pump. The pump speed on the new pump was at 6500 revolutions per minute (rpm) and the patient was doing well.